Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for reported that since implant the stimulator had been helping very little with their pain. Additional information received from the healthcare provider (hcp) reported the cause of the device helping very little wasn't determined and it was unknown if it was device related. Reprogramming was performed on (B)(6) 2015 where the polarity of the upper right electrode was changed from a negative to a positive. However, on (B)(6) 2016 the consumer complained about issues with recharging the battery and the device not holding a charge which resulted in a gradual loss of therapeutic effect and stimulation. As a result the device was replaced on (B)(6) 2016. Following this the consumer recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.